Event description:
It was reported that the ventricular lead exhibited loss of sensing and loss of capture. During the attempt to revise the lead, the lead insulation was noted to be damaged at the suture sleeve area. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
.